Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be faulty power supply unit. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a bad power supply unit with the power off and an inflow of liquid from the connector socket due to corrosion. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the video system center turned off after a few minutes of being powered on. The issue was found during preparation for use. The intended diagnostic procedure was completed using a similar device. There were no reports of patient harm.